Event description:
It was reported that during follow-up, a no trend data due to on going calibration message was received when entering the exercise and activity tab. Review of data confirmed that the device was programmed to include a leadless port therefore the device activity data could not be collected. Programming changes were recommended and will be made during patients next follow-up. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.